Event description:
It was reported that during the procedure the subject guidewire could not be applied torque and stopped moving. The operator removed the subject guidewire and observed that the tip became broken/fractured inside the microcatheter. The subject device was replaced, and the procedure was completed successfully.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date/gtin# - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During the visual/microscopic inspection, the subject guidewire was returned in two fragments (199.5 cm proximal and 15.5cm distal). The subject guidewire ptfe was noted to be peeling in numerous areas along the proximal end for approximately 125cm. The nitinol tubing was broken/fractured with the core wire exposed and broken/fractured. The core wire was observed through the distal tip dome. Functional inspection was not performed due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The dispenser hoop was flushed before removing the subject guidewire and there was no resistance when taken out of dispenser hoop/protective tube. There was no indication of a user related issue. The anatomy was reported to be average tortuous. The subject guidewire was shaped. The distal tip of the subject guidewire was found to be damaged. There was no resistance or friction when inserting the subject guidewire into the introducer sheath. The type of damaged noted to the subject guidewire distal tip was "disconnection was observed." Analysis of the returned device found that the subject guidewire was broken/fractured in two fragments (199.5 cm proximal and 15.5cm distal). The nitinol tubing was broken/fractured with the core wire exposed and broken/fractured. The damage to the returned subject guidewire indicates the device encountered a significant force during use. Analysis of the returned device also found the subject guidewire ptfe was peeling in numerous areas along the proximal end for approximately 125cm, which indicates the ptfe coating was damaged due to interaction with an accessory device. However this cannot be confirmed as the introducer sheath and/or torque device used in the procedure was not returned for analysis. Therefore, a cause of undeterminable has been assigned to the as analyzed 'guidewire ptfe coating peeling'. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire jammed¿, ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire torque problem¿ and as analyzed 'guidewire broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the subject guidewire could not be applied torque and stopped moving. The operator removed the subject guidewire and observed that the tip became broken/fractured inside the microcatheter. The subject device was replaced, and the procedure was completed successfully.